Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The customer was performing a coronary diagnosis procedure, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system table and stand were free floating. Customer stated that they tried to shut down and restart the system; after restart, the table was no longer free floating but there was no power to the stand. Review of the system log file showed geometry movements partly available warning message. Upon troubleshooting, fse confirmed that there was a start-up error with geometry and the power and control unit caused intermittent geometry errors on startup. To resolve this issue, fse replaced the power and control unit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the motorized movements of the c-arm were not functioning. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power and control unit. The device was returned to expected functionality.